Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, dysmenorrhea and hypertension. Previously administered products included for an unreported indication: mortrin. Concurrent conditions included dysmenorrhea since (B)(6) 2017, uterine fibroids since (B)(6) 2017, fibroids, uterine bleeding, uterine leiomyoma, depression and migraine. Concomitant products included solpadeine (tylenol 1) for pain as well as hydrochlorothiazide since 2012, lidocaine hydrochloride (lidocain) and lisinopril since 2012. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up discrepancy noted date of insertion: sep2005,(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event pelvic pain, vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower abdominal pain. Severity added lower abdominal pain and outcome added lower abdominal pain, vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Medical history, concomitant drugs and lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heavy periods, dysmenorrhea and hypertension. Previously administered products included for an unreported indication: mortrin. Concurrent conditions included dysmenorrhea since (B)(6) 2017, uterine fibroids since (B)(6) 2017, fibroids, uterine bleeding, uterine leiomyoma, depression and migraine. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1) for pain as well as hydrochlorothiazide since 2012, lidocaine hydrochloride (lidocain) and lisinopril since 2012. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower and abdominal pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2005, (B)(6) 2015. She received treatment for pelvic/abdominal pain, dyspareunia, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event abdominal pain, start date of essure added. Event outcome added for pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.